Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Hypotension may occur during this type of procedure and as listed in the instructions for use, hypotension is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on the available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that during the stenting procedure in the heavily calcified right internal common carotid artery, the patient experienced severe hypotension and was admitted to the intensive care unit at the completion of the procedure. Concomitant hypertensive medications were held and dopamine was given. The condition was described as improved but continuing and the patient was discharged two days post procedure. No additional adverse patient sequela was reported. No additional information was provided.